Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom. The customer's report was verified. The electrodes were scrapped and a replacement set of electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.